Event description:
Reportedly, two large holes were found on the side of the plastic of the outer packaging rendering it contaminated. The hole is discreet and the product could be easily opened on the sterile field without notice.